Manufacturer narrative:
The device was evaluated and found to be within specification.

Manufacturer narrative:
This event is reportable per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
According to the available information a female patient received an osseospeed ev 4.8c x 8 dental implant in position 14 (fdi 26) on (B)(6) 2020. Preoperative augmentation with puragraft has, according to the complaint form, been performed. The implants has never been prosthetically restored and has been covered by mucosa sealed with a cover screw . The implant has, according to the complaint, migrated into the maxillary sinus and was removed (B)(6) 2020.